Event description:
Patient complaint presents left underarm on the armside erythema and edena, resembles an abscess. Required incision and antibiotic prescription.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing step and processes were met and followed. Product met final inspection and testing requirements prior to shipment.